Event description:
It was reported that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon cut the lens in half to remove it without enlarging the incision. No patient injury.

Manufacturer narrative:
Lens box was received with no lens inside.